Manufacturer narrative:
The drill attachment was returned to the MFR, and the complaint was confirmed. Based on the device evaluation, a broken bur was found within the drill attachment. The cause of the bur breakage is unk. The device could not be repaired and therefore was not returned to the user facility.

Event description:
It was reported that the bur broke during a procedure into the surgical site. The surgeon picked the pieces out of the site. It was reported that the device was being used to cut in an aggressive manner. There were no adverse consequences related to this event.